Event description:
The customer reported less than 1 ml of diluent mixture leaked from the coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing at pinch valve (pv45). The fse replaced the tubing at pinch valve (pv45), resolving the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).